Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-specific cause. This explanted lead had been implanted in an off-label position. A new left bundle pacing lead was also implanted in an off-label way after wards. The explanted rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-specific cause. This explanted lead had been implanted in an off-label position. A new left bundle pacing lead was also implanted in an off-label way after wards. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.